Event description:
Consumer alleges his humidifier burned through the bottom and damaged his flooring. No injuries were reported with this incident.

Manufacturer narrative:
Abuse by consumer from failure to take preventive action to properly clean the humidifier caused this failure.